Event description:
During a shoulder repair utilizing a twinfix ultra ha 4.5 w/2 ub blue & blk, it was reported that the screw broke. The physician inserted the suture anchor device at the correct angle. No pieces broke off inside the patient and a back-up device was available. It is unknown if the initial prepped site was used or left empty. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Only the insertion device and suture were returned for evaluation. One tine is dramatically bent. This condition indicates off axis insertion of the anchor. Suture shows no damage. The reported complaint of "screw broke" cannot be confirmed as the anchor was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Additional information received from the customer on january 21, 2014, indicated that a second site was prepped leaving the initial site empty. (B)(4).